Manufacturer narrative:
Review of data revealed : -the last successful rvat (right ventricular autothreshold) is dated on (B)(6) 2023 at 23h18 and was found at 0.65v. -as per specifications, the value is rounded to 0.75v on the rvat curve; and on the overview screen the date precision is only +/- 6 hours. The operation of the observed rv autothreshold is conformed to specifications. Based on available data, no issue was detected on the device. Please refer to the attached report

Event description:
Reportedly, the threshold calculated by the autothreshold is 0.65 v and the pacemaker is programmed with an output of 5v. Then the autothreshold test with smart check was performed and gets the same value of 0.65v. By checling in aida, the 2 autothreshold calculations of the day could not be measured and therefore the 5v output was correct.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the threshold calculated by the autothreshold is 0.65 v and the pacemaker is programmed with an output of 5v. Then the autothreshold test with smart check was performed and gets the same value of 0.65v. By checling in aida, the 2 autothreshold calculations of the day could not be measured and therefore the 5v output was correct.